Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection of the exterior of the sample found the coating was rough on the shaft. This occurred in the coating adhesion process of manufacturing. No functional, dimensional, or tactile evaluations were performed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the outside layer of the catheter was "shedding/molting".

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the outside layer of the catheter was "shedding/molting".